Event description:
Additional information received noted that post-paced t-wave oversensing (pptwos) was noted over remote transmission.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). No intervention was reported. The patient was stable and asymptomatic.